Event description:
It was reported when using the bd vacutainer® edta 2k luer lock device was leaking. The following information was provided by the initial reporter. The customer stated: ¿it was reported by the customer that the device was leaking blood.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 48 retention samples from bd inventory were evaluated by visual examination and 12 retention samples by functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® edta 2k luer lock device was leaking. The following information was provided by the initial reporter. The customer stated: ¿it was reported by the customer that the device was leaking blood.¿